Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the pulse oximeter does not work properly. It gives values of pr and spo2 that are not real. It does not also measure the pulset blood flow in the finger, the curve drawn on the screen is also real, also spoke with nurse and confirmed that real issue was that the handheld didn't acquire signal. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data: